Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain every single day") and device breakage ("unwanted shards") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "unwanted shards". In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and scar ("scarring"). The patient was treated with surgery (fallopian tubes removed along with the coils) and surgery (underwent a hysterectomy). Essure was removed. At the time of the report, the pelvic pain had not resolved and the device breakage and scar outcome was unknown. The reporter provided no causality assessment for device breakage, pelvic pain and scar with essure. The reporter commented: patient had her fallopian tubes removed along with the coils. Later, to rid herself of unwanted shards and scarring, she underwent a total hysterectomy, at (B)(6). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.